Event description:
General report received of an unspecified number of undocumented incidents that pts received more medication than intended. On unspecified dates and times, on unspecified lines, the devices were programmed to deliver an unspecified concentrations of cytabarine, for a duration of 24 hours, and the deliveries were started. No further programming parameters were provided. The customer contact indicated that the pumps programming was confirmed to be correct. After unspecified length of time, it was reported that the devices alarmed that the deliveries were complete earlier than expected. It was reported that the medication containers were empty. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined.